Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this pacemaker device analyzed. However, analysis tool showed that device data pulled was older than 35 days but detected no leakage. Boston scientific technical services (ts) instructed to have patient get a more recent transmission so to run a thorough analysis through engineering. Moreover, thorough examination of the data indicated that the device does not appear to be depleting abnormally. Additionally, engineering analysis confirmed that the device may be displaying some slight increase in power consumption. This appears to be a slow presentation of premature battery depletion. Device replacement was recommended within 90 days prior to declaration of end of life (eol). To date, this device remains in service. No adverse patient effects reported.